Event description:
In the article "complications of injectable fillers, part 1", aesthetic surgery journal 33(4), the author describes signs and symptoms of common and rare complications due to the injection of hyaluronic acid dermal fillers. In discussing lumps and nodules, the author mentions the following: "if nodules due to excess product are multiple or deep, a formal incision and drainage may not be feasible. In such cases, ha products can be treated with hyal. Capsular contracture around tissue fillers is quite rare, bu the author has seen and treated these on occasion". No additional adverse event information was provided by the author in relation to the "capsular contracture" mentioned in the article.

Manufacturer narrative:
The author does not have additional information to report about this adverse event; type of hyaluronic acid dermal filler is unknown and no pt information is available. Device labeling: undesireable effects: the pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occuring after the injection. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.